Event description:
A report was received on 22 jun 2026 from the caregiver (cg) of a 63-year-old male patient with a medical history including anemia and end stage renal disease, who stated the patient was unable to troubleshoot alarms and did not complete hemodialysis treatment on (B)(6) 2026. Treatment was terminated without rinseback, and the patient was admitted to hospital. Additional information was received on 25 jun 2026 from the home therapy nurse (htn) who stated that the patient was admitted to hospital from on (B)(6) 2026 for hypertension and received hemodialysis treatment. Per the htn, the patient has recovered and continues to treat with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).